Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that ever since the surgery for her rectal collapse, she was still having accidents and her implant didn't feel like it was helping. The patient stated that she wanted help switching to another program. The patient noted that the patient programmer was unable to power up, but the issue was resolved after changing the batteries. Troubleshooting attempts were made and the patient programmer showed stimulation was on. The patient changed from program 3 to program 1 and increased from 1.8v to 3.0v, where she felt it in her lower rectal area. The patient confirmed it was sufficient and comfortable. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the last time the patient called in she changed programs but the device still wasn't helping. The patient stated that she wanted to try a different program. The patient confirmed she was able to change programs and increased stimulation to a point where she could feel stimulation. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they wanted to turn their ins off as the gastrointestinal health care physician (hcp) they had been seeing suggested they turn the ins off to see if the device was helping or not. The patient reported they had not been having any accidents but they were not having bowel movements the way they should. The patient noted the bowel movements were ¿real small, nickels and dimes.¿ while on the call, the patient was able to power on their programmer, sync with the ins and turn the ins off. It was noted that this began about 6 weeks ¿ 2months ago. There were no further complications reported/anticipated.